Manufacturer narrative:
It was not possible to match this event with any previously reported event.

Event description:
George, I., machado, d. Haloperidol as an abortive and preventative agent in status dystonicus. Neurology. 2016;86(16 suppl. 1):. Summary: status dystonicus is a rare entity with few specific treatment options. We present two cases with histories of severe spasms, necessitating intrathecal baclofen pump placement, who both required intubation for status dystonicus. It was not until use of haloperidol as a preventative and abortive agent, that there was significantly decreased spasm frequency and severity in these patients. Reported events: patient 2 is a (B)(6) man with neurofibromatosis type1 who presented with increasing full-body spasms despite a functioning baclofen pump. He was uptitrated to a regimen of clonzapeam 1mg bid, dantrolene 25 daily, tizanidine 8mg tid, and lorazepam 1015 mg IV as needed. These spells proved refractory and when their frequency continued to increase accompanied by brief periods of apnea, he was intubated and sedated with propofol. Haloperidol 5 mg tid was initiated as prophylaxis with better spasm control such that he was able to ambulate again.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.